Event description:
This device is an asset return of a loaner sent to the service center for inspection with no malfunction indicated. Upon inspection, the device digital visual interface (dvi) 1 in and dvi 2 in ports were not working. This was attributed to the faulty quantum board. There is no patient involvement and no harm reported to any patient. This medwatch is being submitted for the reportable issue of the faulty quantum board.

Manufacturer narrative:
The device was returned to the service center for inspection with no malfunction indicated. Upon inspection, the device digital visual interface (dvi) 1 in and dvi 2 in ports were not working. This was attributed to the faulty quantum board. In addition, the device had a damaged bezel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause of the faulty qb board could not be identified. If additional applicable information is obtained, a supplemental report will be filed. Olympus will continue to monitor field performance of this device.